Event description:
The manufacturer received information alleging a ventilator was alarming and the device's fio2 dropped. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.